Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl. Customer¿s other relevant blood glucose levels were 400 mg/dl and 457 mg/dl. Customer took 4 units of insulin for the high blood glucose. Customer stated that the infusion set adhesive was not sticking. The insulin pump will not be returned for analysis.